Manufacturer narrative:
Method: sample is not available to return. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: I-flow provides a "caution" on its dfu which states the following: cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easypump c-bloc flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 degrees centigrade/88 degrees fahrenheit), and the tubing should be under the pt's clothing. If the easypump c-bloc is used with the flow restrictor at room temperature (20 degrees centigrade /68 degrees fahrenheit), delivery time will increase approx by 25%.

Event description:
Drug/diluent: unk. Fill volume: 400 ml. Flow rate: 5 ml. Procedure: unk. Cathplace: unk.